Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#:1627487-2016-05477 and 1627487-2016-05478. Follow-up revealed the patient's infection resolved.

Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#:1627487-2016-05477 and 1627487-2016-05478. It was reported the patient ((B)(6)) has an infection at the lead site. In turn, surgical intervention was undertaken clean the infection site on (B)(6) 2016. No products were explanted.